Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed repeated ¿restart ilet¿ alert 38 for approximately two hours while blood glucose remained unaffected, consistent with a device mechanical problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed the complaint was able to be confirmed through the engineering logs, however, duplication testing and component investigation found no issue with the ilet device. As such, the cause of the user-experienced motor stalls was unable to be determined.